Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication was for intractable spasticity. It was reported that the patient relocated to a different state and needed a new provider to manage his pump. The company representative (rep) stated that the patient was having seizures, and he thought it may be because the patient was getting over/under medicated, and the pump was not working. The technical services (tss) provided physician locator website and transferred the rep to the national answering service (nas) so rep could get in touch with rep from the new area patient relocated to.